Manufacturer narrative:
Depuy synthese is submitting this report pursuant to the provisions of 21 cfr, part 803. This report may be based on information which depuy synthese has not been able to investigate or verify prior to the required reporting date. This report does not reflect a conclusion by FDA, depuy synthese or its employees that the report constitutes an admission that the device, depuy synthese, or its employees caused or contributed to the potential event described in this report. If the information is unknown, not available or does not apply, the section/field of the form is left blank. D9. Date device returned to manufacturer. H6 - codes updated to imdrf codes. Investigation summary: the complaint device was not received for investigation. A photo investigation was performed based on the five images attached to the email attached in the notes & attachments section of pc dated october 11th, 2021. The images were reviewed, and the complaint condition is confirmed. The metaphyseal screw has broken off at the head. There are no images of the embedded device, therefore it cannot be confirmed that it is embedded. A definitive assignable root cause could not be determined based on the provided information. As the device was not returned, an as-received condition could not be assessed and a dimensional inspection and document/specification review were not completed. During the investigation, no product design issues or discrepancies were observed (based on the image) that may have contributed to the complaint condition. Additional monitoring for any potential safety signals will be conducted through complaint trending and other post market safety surveillance activities.,background: new va- clavicula plate....low profile metaphyseal screw broken by insert. It was the last screw to break out of a total of 8 implanted. The head of the screw is broken when screwed in. The screw shaft is still in the bone, is removed only when the metal is removed. Visual inspection: the complaint device was received at us cq for investigation. A visual inspection noted that the head of the screw was broken off from the threaded portion and that the threaded portion was not returned. There was no evidence provided to support the embedded device condition, therefore that condition cannot be confirmed. Dimensional inspection: a dimensional inspection was not performed due to post manufacturing damage. Document/specification review: the following documents were reviewed as part of the investigation: no design or manufacturing discrepancies were noted. Conclusion: the complaint of broken can be confirmed as the head of the screw has broken off from the threaded portion, but there is no evidence of any embedded devices. There was no indication that a design or manufacturing issue contributed to the complaint. Based on the investigation findings, it has been determined that no corrective and/or preventative action is proposed. Additional monitoring for any potential safety signals will be conducted through complaint trending and other post market safety surveillance activities. Device history lot - a manufacturing record evaluation was performed for the non-sterile device lot number, and no non-conformance's were identified. Eighteen pieces were scrapped in cell at op #20, turn head/cut to length/nose turn, due to a robot misload. Eight pieces were scrapped in cell at op #100, flow inspect/pack, due to a discolored surface finish. Production order traveler met all inspection acceptance criteria apart from the twenty-six pieces noted. Inspection sheet, in process / inspect dimensional / final inspection, (B)(4) rev g met all inspection acceptance criteria apart from the eight (discolored) pieces noted. Packaging bom was reviewed and determined to be conforming with no deviations to normal packaging identified. Packaging label log (pll) lmd rev ab was reviewed and determined to be conforming. This lot met all dimensional, visual and packaging criteria at the time of release with no issues documented during the manufacture that would contribute to this complaint condition. Manufacturing location: eighteen pieces were scrapped in cell at op #20, turn head/cut to length/nose turn, due to a robot misload. Eight pieces were scrapped in cell at op #100, flow inspect/pack, due to a discolored surface finish. Production order traveler met all inspection acceptance criteria apart from the twenty-six pieces noted. Inspection sheet, in process / inspect dimensional / final inspection, (B)(4) rev g met all inspection acceptance criteria apart from the eight (discolored) pieces noted. Packaging bom was reviewed and determined to be conforming with no deviations to normal packaging identified. Packaging label log (pll) lmd rev ab was reviewed and determined to be conforming. This lot met all dimensional, visual and packaging criteria at the time of release with no issues documented during the manufacture that would contribute to this complaint condition. Component part(s) reviewed: production order traveler met all inspection acceptance criteria. Inspection sheet, header inspect, met all inspection acceptance criteria. Certified test report supplied by perryman company was reviewed and determined to be conforming. Lot summary report dated (B)(6) 2018 met all inspection acceptance criteria. Raw material receiving/putaway checklist met all inspection acceptance criteria. Device history review - this lot met all dimensional, visual and packaging criteria at the time of release with no issues documented during the manufacture that would contribute to this complaint condition. Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Manufacturer narrative:
Depuy synthes is submitting this report pursuant to the provisions of 21 cfr, part 803. This report may be based on information which depuy synthes has not been able to investigate or verify prior to the required reporting date. This report does not reflect a conclusion by FDA, depuy synthes or its employees that the report constitutes an admission that the device, depuy synthes, or its employees caused or contributed to the potential event described in this report. If the information is unknown, not available or does not apply, the section/field of the form is left blank. H10 additional narrative: h6 - codes updated to imdrf codes. Investigation summary: the complaint device was not received for investigation. A photo investigation was performed based on the five images attached to the email attached in the notes & attachments section of pc dated october 11th, 2021. The images were reviewed, and the complaint condition is confirmed. The metaphyseal screw has broken off at the head. There are no images of the embedded device, therefore it cannot be confirmed that it is embedded. A definitive assignable root cause could not be determined based on the provided information. As the device was not returned, an as-received condition could not be assessed and a dimensional inspection and document/specification review were not completed. During the investigation, no product design issues or discrepancies were observed (based on the image) that may have contributed to the complaint condition. Additional monitoring for any potential safety signals will be conducted through complaint trending and other post market safety surveillance activities. Device history lot - part # 04.118.514ts lot # 8l36496 release to warehouse date: 16 july 2021 expiration date: 01 july 2026 supplier: früh verpackungstechnik ag a manufacturing record evaluation was performed for the non-sterile device lot number, and no non-conformances were identified. Non-sterile part # 04.118.514 lot # 185p607 manufacturing location: monument manufacturing date: 25-may-2021 part number: 04.118.514, 2.7mm ti metaphyseal scr/ slf-tpng w/t8 strdrv recess 14mm lot number: 142p386 (non-sterile) lot quantity: 94 eighteen pieces were scrapped in cell at op #20, turn head/cut to length/nose turn, due to a robot misload. Eight pieces were scrapped in cell at op #100, flow inspect/pack, due to a discolored surface finish. Production order traveler met all inspection acceptance criteria apart from the twenty-six pieces noted. Inspection sheet, in process / inspect dimensional / final inspection, ns052982 rev g met all inspection acceptance criteria apart from the eight (discolored) pieces noted. Packaging bom was reviewed and determined to be conforming with no deviations to normal packaging identified. Packaging label log (pll) lmd rev ab was reviewed and determined to be conforming. This lot met all dimensional, visual and packaging criteria at the time of release with no issues documented during the manufacture that would contribute to this complaint condition. Component part(s) reviewed: part number: 04.210.106.999, 2.8mm screw blank 19mm no head turn/no point w/sd8 lot number: 32p8795 lot quantity: 928 production order traveler met all inspection acceptance criteria. Inspection sheet, header inspect, met all inspection acceptance criteria. Part number: 23032, tialnbci2.78 lot number: h797926 lot quantity: 927 lbs. Certified test report supplied by perryman company dated 28-nov-2018 was reviewed and determined to be conforming. Lot summary report dated 12-dec-2018 met all inspection acceptance criteria. Raw material receiving/putaway checklist met all inspection acceptance criteria. Device history review - 14-oct-2021: DHR reviewed by: mschoenfeld this lot met all dimensional, visual and packaging criteria at the time of release with no issues documented during the manufacture that would contribute to this complaint condition. Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Manufacturer narrative:
Product complaint # (B)(4).

Event description:
Device report from synthes reports an event in (B)(6) as follows: it was reported on that (B)(6) 2021, the patient underwent for clavicula fracture surgery. During the surgery, low profile metaphyseal screw broken while inserting. The head of the screw is broken when screwed in. The screw shaft still is in the bone. The surgery was completed successfully without delay. There was no patient consequence. Concomitant device reported: unk - screws: metaphyseal (part# unknown; lot# unknown; quantity: 7). Unk - plates: clavicle (part# unknown; lot# unknown; quantity: 1). Unk - screwdrivers: trauma (part# unknown; lot# unknown; quantity: 1). This complaint involves one(1) device. This report is for one (1) 2.7mm ti metaphyseal scr/slf-tpng w/t8 strdrv recess/14mm. This is report 1 of 1 for (B)(4).